Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi received the rac involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. Fa installed the unit into a test system and rand it for 10 minutes. The sine cycle, 10 power cycles, and sitting idle for one (1) hour did not reproduce the reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a non-recoverable fault during the procedure. The customer stated that there was an error 25004. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the error 25004, 40006, pointing to a communication fault on the remote arm controller (rac) 2 for the master tool manipulator right (mtmr). The customer stated they power-cycled the system prior to calling in and that resolved the issue. The customer was close to finishing the case when the issue occurred and they elected to finish-up laparoscopically. The procedure was completed with no report of patient harm, injury, or adverse outcome.